Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a display malfunction. There was no patient involved.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump had two black spots on the bottom corners of the upper display, screen was not working. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) replaced the upper display. The unit passed all functional and safety tests and was returned to customer.